Manufacturer narrative:
Clinician and/or engineer reviewed the following and found a change in coding. Ip codes added: fluid leak - fluid / blood leak (a050401). Ip codes removed: product damage / break (a0401). Clinical assessment: none. Engineering assessment: while on impella 5.5 pump support, implanting physician complained that the graft locks are leaking and this is a change from past experience. No patient consequence was noted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced leaking from the graft locks. Impella support continues.

Manufacturer narrative:
D1 and d4 have been updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.